Manufacturer narrative:
The insulin pump had an intermittent esc button due to flattened dome switch. The connector at the lcd board was found locked. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners and cracked belt clip slot.(B)(4)

Event description:
The customer reported via phone call that the esc button was hard to push and was working intermittently. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.